Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. A receiver boot test was performed and passed. A receiver functional test was performed and passed. The receiver ¿try-it¿ test was performed and passed. The receiver log review was not performed as it is not required. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.